Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : e3 , e1 ( event site city ) a getinge field service engineer (fse) overall checked the device and revealed that the zero simulator was functioning normally. The simulator was operating normally. All functions and safety checks been performed to meet factory specifications.

Event description:
It was reported by customer, that during use the cardiosave intra aortic balloon pump had displayed zero pressure. There was no injury or harm reported.

Manufacturer narrative:
Due to charcater limit in the e1 section, the full initial reporter's name is (B)(6) due to character limit in the e1 section the full event site name is sikarin public company limited. A supplemental report will be submitted upon the completion of the investigation.